Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the right femoral artery in a 54-year-old male patient for pre-operative placement. The patient had a history of known coronary artery disease. The patient¿s clinical state prior to initiation of support was identified as scai shock stage a. Overnight, the patient pulled on the impella catheter, resulting in hematoma formation at the insertion site. Manual pressure was held. The impella was clamped by the physician, but even after the clamp was removed, the device would not restart. The patient required additional support and was escalated to an impella 5.5 device. The impella cp device was exchanged for an impella 5.5 without any observed impact on the patient¿s hemodynamic status. The patient survived to explant.

Manufacturer narrative:
Corrected information was provided in b1 (is product problem), d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. H10: added related device report number. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of pump stop was not determined due to no product being returned, inconclusive trend per log analysis and insufficient clinical details. The cause of minor bleed issue was likely use related due to patient pulling the catheter leading to hematoma at access site.